Event description:
It was reported that when stimulation was turned on, there was an overstimulation sensation. It was further reported pt had a shocking or jolting sensation and there was dimpled skin around the device. Pt reported she felt burning by the device after it was turned up to 10 and fluid was accumulating around the device. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)